Manufacturer narrative:
The device history record was reviewed and met all material specifications with no deviation identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
A broken mtp plate was reported. It was reported that the therapist noticed a clicking during patient's therapy session and requested the patient investigate with her doctor. The patient did not recall any traumatic incident. Upon opening of the mpt space, the plate was found broken in half. The original surgery was (B)(6) 2021 and revision completed on (B)(6) 2021.